Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2016 with the following findings: review of the black box showed several power on reset evens recorded after 128-fe88 replace battery alarms beginning february 17, 2016 at 13:00. Deliveries never resumed. The 128-fxxx alarms are defined as post delivery motor power supply faults. No damage was found to the returned battery cap or the battery compartment. Corrosion was observed in the battery compartment. The returned battery cap fit securely to the pump with no yellow o-ring showing. The pump powered on to display the verify screen with audible & vibratory features as per normal operation. The pump completed a 24-hour duration test using the returned battery cap with no power on reset events and no error, alarms or warnings duplicated. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump passed leak testing. The pump cover was removed and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation confirmed evidence of moisture ingress but did not duplicate the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia after discontinuing insulin pump therapy due to an issue with no power to the pump with moisture ingress to pump; moisture in the battery compartment that was reported to have begun on (B)(6) 2016. The reporter denied damage to the battery compartment and stated that the yellow o-ring on the battery cap was not visible while the cap was properly attached to the pump. The reporter stated the patient had an unknown low blood glucose measurement believed to be = 40 mg/dl, was unresponsive and lost consciousness requiring assistance from a third party. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced an adverse physical event while on a backup plan for insulin delivery due to a power and moisture issue with the insulin pump.